Manufacturer narrative:
Device inspections could not be conducted as the implant was not returned to rti surgical. A DHR review could not be conducted as the lot number remains unknown at this time. As of the date of the report a revision surgery has not been scheduled. The exact date of the implantation of the device is unknown however it is known that the migration was discovered 1 year post-operatively. Patient specific information is not known at this time. If any additional information becomes available or if the device is returned all information will be added.

Event description:
It was reported to rti surgical that during a patient's follow-up visit it was confirmed that a streamline mis set screw had loosened post-operatively.